Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: device evaluated by manufacturer. The device was returned for evaluation and the clinical observation was confirmed. As received the marksman catheter found separated in two segments and the flow diverter stuck within the distal segment of the marksman catheter. The catheter body was found stretched and accordioned and separated from the distal tip. During evaluation, the catheter was dissected to remove the flow diverter. The tubing material at the broken ends exhibited jagged edges, exposed braid, stretching and necking which indicated that the catheter separated when exceeding the tensile strength of the tubing material. It is possible that the ¿severe vessel tortuosity¿ may have contributed to the ¿resistance¿ during delivery; causing the flow diverter to become damaged and stuck; subsequently causing the marksman catheter to become separated. We were unable to determine the cause of separation but user context may have contributed to the reported issues as the physician continued to ¿push forward¿ the flow diverter despite of ¿resistance¿. Per marksman instruction for use: never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been received and device evaluation anticipated, but not yet begun. Upon completion of the device evaluation a supplemental report will be filed. Mdrs related to this event: 2029214-2017-00693, 2029214-2017-00694. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during embolization treatment of medium left internal carotid supraclinoid artery aneurysm, the microcatheter broke during delivery of the flow diverter device. It was reported that after placing the guide catheter, this microcatheter was delivered with the guidewire to the distal part of an aneurysm. When the physician delivered the flow diverter through the microcatheter, initially, it was easy, however, near the distal end, resistance was felt and the flow diverter eventually became stuck. While trying to advance the device forward through minimal movements, the system suddenly relaxed. The microcatheter separated at the distal section. The entire system was removed through the guide catheter. A second microcatheter was then placed and the flow diverter device was delivered into the microcatheter. Initially, it was easy, however, near the distal end, resistance was felt, and the flow diverter became stuck at the distal end. After some movement with the flow diverter this microcatheter separated near the same spot as the first device. All devices were removed through the guide catheter. Devices from a different manufacturer were used to complete the procedure successfully. There were no patient symptoms or complications associated with this event.